Manufacturer narrative:
Updated: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following deployment of a transcatheter valve at a depth of 3-5 millimeters (mm), the valve dislodged ventricular to "waist". Subsequently, a snare was used to secure and hold the valve in place. A second transcatheter valve was loaded and attempted to be implanted valve-in-valve at a higher deployment; however, at 80% deployment of the second transcatheter valve, both valves dislodged aortic. Subsequently, the second valve was recaptured, and the first valve was secured with a snare while the second valve passed through the first valve. Upon deployment of the second valve at a "normal" implant depth, the outflow of the second valve was used to pin the inflow of the first valve against the ascending aorta. Following full deployment of the second valve, both valves dislodged. Subsequently, both transcatheter valves were explanted, and a non-medtronic surgical aortic valve was implanted. It was noted that a 4 hour procedural delay occurred as a result of the dislodges. Per the physician, the implant procedure and both transcatheter valves caused the dislodges. Additional information was received that the deployment starting point was at the base of the pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the implant depth on the ncc and lcc was approximately 20 mm. A medtronic (confida) guidewire was used for the procedure.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Continuation of d10: product ID {evfxplus-29}; product lot/serial number {k064926}; product type: {0195-heartvalves}; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following deployment of a transcatheter valve at a depth of 3-5 millimeters (mm), the valve dislodged ventricular to "waist". Subsequently, a snare was used to secure and hold the valve in place. A second transcatheter valve was loaded and attempted to be implanted valve-in-valve at a higher deployment; however, at 80% deployment of the second transcatheter valve, both valves dislodged aortic. Subsequently, the second valve was recaptured, and the first valve was secured with a snare while the second valve passed through the first valve. Upon deployment of the second valve at a "normal" implant depth, the outflow of the second valve was used to pin the inflow of the first valve against the ascending aorta. Following full deployment of the second valve, both valves dislodged. Subsequently, both transcatheter valves were explanted, and a non-medtronic surgical aortic valve was implanted. It was noted that a 4 hour procedural delay occurred as a result of the dislodges. Per the physician, the implant procedure and both transcatheter valves caused the dislodges.